Event description:
It was reported that the patient was diagnosed her with obstructive sleep apnea. No additional relevant information has been received to date.

Event description:
Information received notes that the physician believes that the patient always had obstructive sleep apnea [osa] due to body habitus. Potential contributing factors are obesity. Adjusting the settings did not improve the osa but they will try further adjustments at the next appt. She does not believe that the vns brought on the osa. The patient has only had one sleep study and it was done in (B)(6) 2020, her ahi was 60. That¿s when she was officially diagnosed. There was no sleep study done prior. Regarding the seizures, the physician does not believe that she has returned to baseline. No additional relevant information has been received to date.